Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced difficulty with loading due to pump damage. There was no reported impact to the user's blood glucose level. Reportedly, the user would continue to use the pump until replacement pump is received.